Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. No investigation could be performed as the medwatch report did not provide any specific information regarding the reporter information, procedure date or da vinci product or system identifiers.

Event description:
On (B)(6) 2025, intuitive surgical, inc. (Isi) received FDA manufacturer and user facility device experience (maude) database report mw5166775 stating: "vessel sealer split apart and punctured through patient next to trocar incision. Physician removed and repaired." The report did not provide any contact information and/or details for isi to follow-up.